Event description:
It was reported that the user experienced high glucose shortly after a meal after entering a usual meal announcement despite consuming a large amount of carbohydrates, and they believed a larger-than-usual announcement should have been used. Symptoms included hyperglycemia. Outcomes included no further assistance requested and no follow-up, with the pump advised to correct glucose. Investigation included customer support troubleshooting and education on appropriate meal announcement sizing. Investigation of this case revealed use-related error consistent with an incorrect meal size announcement rather than a device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user error related to meal entry.